Event description:
It was reported that this was an arteriotomy closure of a left common femoral artery using a prostyle device after an interventional cardiac ablation procedure with an 8f sheath. Reportedly, when the plunger was removed, the suture was not present as a cuff miss occurred with a prostyle device. It was identified that the device was inserted in a shallow angle which caused the cuff miss to occur. There were no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Based on the information received, the cause of the reported needle to cuff miss and malposition of the device cannot be determined. Factors include but are not limited to, shallow insertion angle, interactions with patient anatomy, and or inability to maintain position/stability of the device. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.